Event description:
Info received from the hcp indicates, the stimulator turned itself off after the pt went through a retail theft detector at store, in september 2006. The pt stated they had not turned the product down or off prior to passing through the security defector device. The report provided by the hcp shows there was no injury to the pt and the product was reprogrammed in the office in one treatment session. The hcp did not report any pt symptoms attributed to the event, other than the unit had turned off by itself. The pt was able to indicate to the hcp that a problem existed in order to have the device interrogated and evaluated. No report has been received of device explant and the unit has not been returned to the MFR for evaluation.